Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaint appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified and heavily tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy calcification and heavy tortuosity. The 1.5x15mm mini trek balloon dilatation catheter (bdc) which was prepared per instructions for use and advanced with resistance felt from the anatomy. On the second balloon inflation, a rupture occurred at 12 atmospheres. An unspecified bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.